Manufacturer narrative:
A customer in france notified biomérieux of a discrepant result associated with vidas® troponin I ultra (tniu). The customer reported a false negative result at <10 ng/ml for probioqual sample 16mc02. An internal biomérieux investigation was performed with results as follows: three problems were identified on the probioqual report for 16mc02 sample with vidas® tniu and vidas® hstni. Coding error between two vidas® techniques answer- as recommended by probioqual, vidas® users are required to use the sorting code xx for vidas® tniu and us for vidas® hstni. Unit error. Answer- despite the probioqual recommendations, results entered as g/l instead of ng/l for vidas® tniu. For the 16mc02 sample, results obtained with vidas® tniu (< 0.01 g/l or 10 ng/l) are lower than results obtained with other techniques including vidas® hstni. Answer- probioqual identified the sample as being a human matrix loaded with recombinant troponin I and that there are no expected values for the biomérieux technique. The level of control is not adapted to vidas® tniu but is adapted to vidas®hstni. Artificial samples have a different behavior from natural samples. More than a difference of correlation between techniques, artificial and natural samples are not analyzed in the same way. From jan2015 to 13may2016, there were no sensitivity issue complaints for vidas® tniu and vidas® hstni. Vidas® tniu and vidas® hstni performed within expected specifications.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with vidas troponin I ultra (tniu). The customer reported a false negative result at <10 ng/ml for probioqual sample 16mc02. The discrepant result did not result in negative patient impact or adverse event.